Event description:
It was reported that the guardian was unable to attach and lock the luer connector to the ilet pump during a supply change, with no visible connector defects noted; after replacing the connector and cartridge, the supply change was completed by phone guidance and insulin delivery resumed. Symptoms included no adverse clinical effects, and a finger-stick glucose of 175 mg/dl was reported as not affected by the event. Outcomes included restoration of insulin delivery without medical intervention or hospitalization. Investigation included remote troubleshooting that assessed the connector interface and advised replacement of disposable components. Investigation of this case revealed that the initial connector did not engage with the pump¿s luer interface, and successful attachment with a new connector indicated a malfunction or fit issue of the original connector component. It was concluded, based on previously established findings for similar reports, that the cause was a connector compatibility or mechanical engagement issue attributable to the disposable connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.